Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 4.0.2. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced skin irritation at the infusion site (abdomen) while wearing the pod for an unknown duration. The patient stated that they experienced pain, itching, a "pinching" sensation, redness, scarring, bleeding, and swelling at the infusion site. The patient was provided with instructions regarding site preparation and advised to consult a healthcare provider to help prevent recurrence. No additional treatment details were provided.